Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the emergency room after receiving vibratory patient notification alert, device was found to be in backup vvi mode. Device download was performed and device function was restored.